Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the unexpected delivery of a ventricular tachyarrythmia therapy. The analyst noted there were 71,184 ventricular short interval counts (sic); with non-sustained ventricular tachycardia (vt), ventricular oversensing noise, ventricular fibrillation (vf), and high rate non-sustained detected episodes with lead noise oversensing. In addition, ventricular fibrillation (vf) detected episodes with inappropriate shocks were noted. The rv pacing impedance spiked to 4047 ohms up from a trend in the 300-400 ohm range. The rv lead integrity warning occurred for 2 or more high rate non-sustained episodes and short interval counts (sic) greater than or equal to 30 in 3 days. (B)(4).

Event description:
It was reported that the patient received up to 13 inappropriate high voltage shocks. It was determined that the right ventricular (rv) lead experienced high short interval counts (sic), high impedance of greater than 3000 ohms, and fast non-sustained ventricular tachycardia (vt) episodes. The rv lead was inactivated and replaced. No further patient complications have been reported as a result of this event.